Event description:
It was reported there was no telemetry. It was also reported there was a problem where the rf head connects. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the reported event. There was no telemetry and the rf head connection broke off from the link electronics module. The ECG connector was loose.